Event description:
Customer reported that the dpm 6 monitor displayed erratic co2 readings. No pt injury reported.

Manufacturer narrative:
Company representative evaluated the unit and was unable to confirm problem. As a precautionary measure, all cables and internal connections were reseated. Unit wsa calibrated and tested to factory specifications.